Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient did not feel the stimulation on their right side (working on left side). There was no trauma or accident associated with the event. The patient met with the company representative who reprogrammed him and could not find anything wrong with the device. Subsequently, the patient had surgery to fix the stimulation issue. During the procedure, the lead was disconnected from port 8-15 of the neurostimulator and impedances of >40000 ohms were seen using the snap-lid device. The lead on the right was then replaced while the lead on the left side was left intact, but high impedances were seen. The leads were disconnected, cleaned, and re-inserted several times with high impedances still seen. The neurostimulator was then replaced with a new device and high impedances again seen. It was noted that the patient did have a "wet" tap and a blood patch procedure performed at the same surgery in which 20 cc of blood was injected into the epidural space. When impedances were checked 30 minutes later, the 2 electrodes on lead in port 8-15 had good results, but the other electrodes were still high. The lead was subsequently checked out fine and worked. No patient injuries were reported.